Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test. The instrument delivered energy with signs of arcing on 3 of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps had thermal damage on the pulley cover. There was no report of patient involvement.